Manufacturer narrative:
The instructions for use for the vitros ahbc assay recommend dilution of samples with elevated signal/cutoff ratio's which this sample exhibited. The customer was advised of this and asked to dilute the sample and repeat but has not yet provided this data. Investigation into this event by evaluation of instrument dataloggers has determined that the customer was performing recommended instrument maintenance. The vitros eci analyzer was determined to be operating as intended during this event. Quality control results were within expected results the day of this event. The most likely root cause of the event is an unknown interferant in the patient sample.

Event description:
A customer observed a false negative (non-reactive) ahbc result for a patient sample tested on the vitros eci analyzer. The sample was assayed on an alternate ahbc assay and a reactive result was obtained. Additional hepatitis markers were positive for this sample. False negative results may lead to inappropriate physician action. It is unknown if the results were reported and it is unknown if there was any allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. Note: an additional MDR has been field for this event. See MDR 9680658-2008-00234.